Manufacturer narrative:
The field service engineer performed preventative maintenance and found a damaged cell rinse tube. He replaced the damaged tubing. He adjusted the gear pump head and replaced the vacuum diaphragms and valve units. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for three patients tested on a cobas 8000 c 702 module. The initial creatinine results were reported outside the laboratory. On (B)(6) 2022, patient 1's initial creatinine result was 201 umol/l. The patient's reported result did not fit the patient's clinical status. On (B)(6) 2022, the patient's repeat creatinine result on the same c 702 module was 57 umol/l. It was reported the repeat creatinine result was confirmed on a different c 702 module. On (B)(6) 2022, patient 2's initial creatinine result was 347 umol/l. It was reported the creatinine result fit the clinical picture. On (B)(6) 2022, patient 2 had a new sample collected and the creatinine result was 179 umol/l. The customer repeated the initial sample on a different c 702 module and the creatinine result was 199 umol/l. On (B)(6) 2022, patient 3's initial creatinine result was 176 umol/l. On (B)(6) 2022, the patient's repeat creatinine result on a different c 702 module was 59 umol/l. The customer determined the repeat creatinine results were correct and corrected reports were provided. The creatinine reagent lot number was 615682 with an expiration date requested but not provided.